Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012033764); product type: 0195-heart valves; implant date: na ; explant date: na product ID d-evolutfx-34 (lot: 0012215982); product type: 0195-heart valves; implant date: na ; explant date: na select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a non-medtronic 25 millimeter (mm) pre-implant balloon aortic va lvuloplasty (bav) was performed. During the first deployment attempt of a transcatheter valve, in a patient with an annulus perimeter of 84.6 mm, an infold was observed at the non-coronary cusp (ncc). Subsequently, the valve was recaptured and redeployed; however, the infold did not resolve. The valve was the recaptured and withdrawn. A new medtronic valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. No patient complications have been reported as a result of this event.

Event description:
It was reported that prior to the implant of a transcatheter valve, a non-medtronic 25 millimeter (mm) pre-implant balloon aortic valvuloplasty (bav) was performed. During the first deployment attempt of a transcatheter valve, in a patient with an annulus perimeter of 84.6 mm, an infold was observed at the non-coronary cusp (ncc). Subsequently, the valve was recaptured and redeployed; however, the infold did not resolve. The valve was the recaptured and withdrawn. A new medtronic valve was loaded into a new delivery catheter system (dcs) and used to complete the procedure. No patient complications have been reported as a result of this event. Additional information was received indicating that no misload was identified during loading. The valve was initially recaptured as it was determined that there was no guarantee of safely achieving the final implantation. The infold was identified via fluoroscopy. There was a procedural delay. Per the physician, nothing about the patient's anatomy contributed to the infold.

Manufacturer narrative:
Updated data: b5. Added second paragraph. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.